Manufacturer narrative:
The investigation was not able to determine a specific root cause. Follow up with the customer confirmed that changing the sample probe resolved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received discrepant results for creatine kinase (ck) on one patient sample. All results are in u/l. The original result was 2212, accompanied by a data flag. The sample was re-run with the decreased sample volume option and generated a result of 782. This result was reported outside of the laboratory. It was noticed that the rerun result did not match with the original result; so an aliquot from the same sample was re-run. The re-run result was 2251, accompanied by a data flag. The sample was re-run with decreased sample volume option and generated a result of 2375. The result of 2375 was deemed to be the correct result by the customer. The customer checked with the physician and the patient was not adversely affected. The ck lot in use was 66688201, with an expiration date of 07/31/2013. The field service representative found that there was a fluidics failure of the sample probe. The sample probe tip was not dispensing properly. He replaced the sample probe. The customer performed qc, which was within their specifications.